Manufacturer narrative:
A beckman coulter application specialist evaluated the instrument. The application specialist identified that the dxc 700 au was configured to perform automatic undiluted repeats of high ferritin results. This was incompatible with settings on the lab's middleware system (bec remisol platform), which was configured to reflex order a dilution of high samples. The middleware was configured to apply the dilution factor to the result uploaded from the analyzer. When the analyzer sent the (undiluted) result, the middleware multiplied the result by the dilution factor, resulting in an erroneously high ferritin. The application specialist disabled the repeat setting at the dxc 700 au and evaluated all parameters for incompatible repeat settings. The system is now working as desired.

Event description:
The beckman coulter dxc 700 au generated an erroneously high ferritin result of >1350 ng/ml. The result was reported out of the lab. The customer stated that the patient received an unnecessary needle biopsy. The customer stated the decision to perform a biopsy was "partly a consequence" of the high ferritin result. The customer has not reported to bec of any harm to the patient in relation to the biopsy. The customer stated that quality control prior to and after the event was within laboratory established ranges. No data was provided from the customer.